Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
During the procedure of atrial septal defect closure 10mm device was chosen, used with 6f amplatzer torque 45 delivery system. During the first attempt of deployment the device appeared to come out in an irregular deformed shape. Cobra effect was noticed on angio, and upon the withdrawal of the device. Attached please find the pictures of the device. The procedure was finished successfully with another asd device 9-asd-010.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder (aso) was selected for implant using a 6f amplatzer torqvue 45 delivery system. During the first deployment, the device appeared to take an irregular deformed shape and cobra shape was confirmed on angio. The device was retracted and removed from the patient. A new 11mm aso was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Additional information sections: b5, d10, g3, h2, h3, h6, h10. The reported event of device deformation could not be confirmed. Three photos and a video were received from the field for analysis which appeared to show the an occluder in a cobra conformation. However, the investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of a deformed deployment was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis; however, three photos and a video were received for analysis. Based solely on the aforementioned photos and video, the device did appear to deploy in a deformed, "cobra" conformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure of atrial septal defect closure 10mm device was chosen, used with 6f amplatzer torqvue 45 delivery system. During the first attempt of deployment the device appeared to come out in an irregular deformed shape. Cobra effect was noticed on angio, and upon the withdrawal of the device. Attached please find the pictures of the device. The procedure was finished successfully with another asd device 9-asd-010.